Manufacturer narrative:
Further information from the reporter regarding affected side, event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is intracapsular rupture.

Event description:
Healthcare professional reported "intracapsular rupture" on an unspecified side. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported "intracapsular rupture" on the right side. Device remains implanted.